Event description:
A malfunction alarm, identified as code malf 0, was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the process, which resolved the issue without recurrence. The customer was instructed to continue using the pump and contact support if any further malfunction codes appear.